Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying an error 4 message. According to the ot verioiq owner's manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because, the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
Follow-up #1 (06/26/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found; the error was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(05/7/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.